Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of coil detachment of stent shaft break. Device code a0406 captures the reportable event of stent material deformation. Updated block a1: patient identifier, and block h6: device code, based on the additional information received on april 06, 2025.

Event description:
It was reported that a polaris ultra ureteral stent was used in a transurethral thulium laser lithotripsy of ureter procedure. During the procedure and inside the patient, when the stent was positioned and adjusted, it was noticed that the stent was fractured. The procedure was completed with another different model and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detachment of device or device material.

Event description:
It was reported that a polaris ultra ureteral stent was used in a transurethral thulium laser lithotripsy of ureter procedure. During the procedure and inside the patient, when the stent was positioned and adjusted, it was noticed that the stent was fractured. The procedure was completed with another different model and there were no patient complications reported.

Event description:
It was reported that a polaris ultra ureteral stent was used in a transurethral thulium laser lithotripsy of ureter procedure. During the procedure and inside the patient, when the stent was positioned and adjusted, it was noticed that the stent was fractured. The procedure was completed with another different model and there were no patient complications reported.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of stent shaft break. Device code a0406 captures the reportable event of stent material deformation. H11: investigation analysis: upon receipt at our quality assurance laboratory, this polaris ultra stent underwent a thorough analysis. Visual analysis identified that the stent shaft was detached into two parts, and one drainage hole was deformed. The reported event of stent shaft break was confirmed. The detached part and the suture was not returned for analysis. Based on the information available and analysis results, it is possible to conclude that the issue of one drainage hole deformed, could be caused by operational factors. Probably a manipulation during the procedure caused the detachment of the stent shaft, which have caused the deformation of one of the drainage holes. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent coil and is removed using excess force, the stent can get "detached/separated" during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution.